Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the diagonal artery. The physician was attempting to pull the undeployed taxus express2 2.5x8mm drug eluting stent back through previously placed stents. The stent dislodged from balloon and floated down the left anterior descending artery, which was already occluded. The dv was treated with poba and the dislodged stent was left in the patient. No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.